Event description:
It was reported that during a case, while using the probe unit, the metallic portion detached. Further, the physician was able to remove the metallic portion. There was no delay or adverse consequences reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.